Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke off while in use with the drill attachment. No device fragments entered the surgical site. The bur was replaced and the procedure was completed using this same drill attachment, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.